Event description:
Customer alleged that the base on the lift had broke somehow and the screws and bolts are missing. No serial number was provided as these are parts only placed on the order.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.